Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 86-year-old male with acute myocardial infarction and cardiogenic shock, pre support clinical status consistent with scai shock stage e, underwent percutaneous placement of an impella cp device via the right femoral artery on (B)(6) 2026 at 16:25. During the ICU course following implantation, the patient experienced a significant drop in hemoglobin requiring multiple transfusions (total of six units). A CT pan scan was performed, which identified a hematoma at the right femoral impella access site with a large volume of free fluid in the abdomen. No active bleeding source was identified. The bleeding and need for blood products were assessed as related to the impella access site. No resistance was reported during device insertion, and there was no indication that vascular damage occurred at the time of access based on the information available, the patient sustained vascular injury at the right femoral impella access site resulting in hemorrhage requiring transfusion support; however, there is no evidence of device malfunction, and the event appears related to vascular access rather than a confirmed device failure. The patient survived through explant and was reported as stable. The device did not malfunction, and device involvement in the event remains unknown. The device will not be returned: device involvement cannot be fully assessed without product evaluation and device return. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.